Manufacturer narrative:
(B)(4). No unexpected low battery alerts noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed multiple power error detected and replace battery now alarms unable to verify charge, battery lasts less than expected due to no battery received with unit. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated they did not receive low battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.